Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device have error code 5-13-1504. There was no reported patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for evalution ?:returned to manufacturer on, device return to manufacturer.?, device evalution by manufacturer?, remedial action required, remedial action # annex a: a1102, a0401 annex g: g0200802, g02017 annex b: b01 annex c: c23, c10, c070601 annex d: d01, d02, d0108

Event description:
It was reported that the device have error code 5-13-1504. There was no reported patient involvement.